Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized on the (B)(6) 2025 because of a fluid overload during treatment. During follow-up, the patient¿s pdrn reported the patient has been experiencing drain complications (slow drain alarms) for approximately 30 days and had recently begun retaining fluid. While undergoing ccpd therapy on (B)(6) 2025 the patient was hospitalized for fluid overload (symptoms not provided) due to the liberty select cycler inadequately draining the patient (alleged by patient, pdrn, and the patient¿s point-of-contact). While hospitalized the patient underwent radiological studies which confirmed the pd catheter (not a fresenius product) was in the proper position. It was also reported that the patient¿s pd catheter was recently replaced (date, rationale not provided), and the surgeon verified the pd catheter was ¿fine.¿ while hospitalized the patient¿s point-of-contact reported the patient completed ccpd therapy utilizing the hospital cycler and drained without issue. Subsequent attempts to obtain additional clinical information (e.g., treatment records, hospital records, radiological reports, casualty, patient demographics) were unsuccessful. It should also be noted the patient¿s liberty select cycler was recently replaced for the same reason on (B)(6) 2025.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between utilizing a cycler and the adverse events of fluid retention and fluid overload (during treatment), which warranted hospitalization. Per the patient, pdrn, and the patient¿s point-of-contact, causality was attributed to a malfunctioning cycler. The device was reportedly not adequately draining the patient during therapy. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. Based on the information available, the cycler cannot be disassociated from having a possible causal or contributory role in adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) malfunction caused and/or contributed to the adverse event. However, this clinical investigation cannot disassociate the patient¿s cycler from playing a possible role in the adverse event. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.